Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly on two separate occasions, the patient had programmed a temporary basal rate but the rate had cancelled without user intervention. The issue reportedly occurred on (B)(6) 2015 and again on (B)(6) 2015. The patient had reportedly set the temp basal for one hour on both occasions, but the temp basal rate had been cancelled shortly after setting it. The reporter noted that there were no suspends or reboots during this timeframe that would account for the rate being cancelled. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 6:38pm. The black box showed two canceled temp basal programs after 15min, and 1hr temp basal delivery post call service alarm ¿cs248¿ minimum temp basal rate alert on (B)(6) 2015. A ¿cs248¿ alert was simulated and the pump was able to deliver 1hr on temp basal program with no interruption. There was no canceled temp basal program during the investigation. The complaint was verified in the black box, but not duplicated. The keypad was undamaged and all of the buttons responded properly. The product performed within specifications.